Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed, and it passed. A review of the bin file was performed and it failed. Signal loss was found within the investigation window. The allegation was confirmed. The root cause could not be determined.